Event description:
Patient developed blisters around the margin of toenails on both the right and left 4th toe after the laser procedure to the toenails. The procedure was performed on all 10 toe nails, 3 toes developed blisters. The physician performed an incision and drainage of the blisters. Physician recommended prescription antifungal and antibiotics prophylactically. Cultures of the fluid were not obtained. The areas dried and healing without complications.

Manufacturer narrative:
The device owner states the device is performing as intended. Use to perform procedures on other patients with no reports of side effects or adverse events. The device owner feels the patient response is specific to this patient.